Event description:
It was reported that after a tonsillectomy procedure using the coblator ii controller and evac 70 xtra wand, a small burn was noticed above the patient's lip postoperatively. Further information was not provided as to the severity of the burn, treatment received after the surgery, or any additional details regarding the event.